Event description:
The customer states their defibrillator problem description as a lack of the battery charging and a led not being lit. These symptoms are consistent with a power supply failure. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer states their defibrillator problem description as a lack of the battery charging and a led not being lit. These symptoms are consistent with a power supply failure. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.